Event description:
The customer was hospitalized due to dka. The customer has been in the hosp for about a week and has been vomiting blood. Previously, it was informed that the customer was not priming the pump correctly and was using the long cannula, although pt is lean. In addition, it was indicated that the customer is not very compliant due to some mental health issues. The customer stated that the pump shuts off in the middle of the night. Later it was informed that the pump was dirty. Troubleshooting was performed. The lead screw rotated completely.